Event description:
It was reported that a user experienced hyperglycemia in the 200 mg/dl after announcing a usual meal approximately 20 minutes before the first bite while using the ilet device, and the device was functioning and delivering correction per design as it acclimated to the user. Customer care provided support that included troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No clinical symptoms associated with elevated blood glucose. Outcomes included gradual improvement with blood glucose trending down to 196 without medical intervention. It was concluded that the device continued to learn and adjust without evidence of malfunction, and that user counseling on expectations was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.